Event description:
The customer returned the gastrointestinal videoscope due to a distorted and fuzzy picture. These malfunctions were not reportable. During device inspection, olympus identified a noisy image which is a reportable malfunction. No patient involvement.

Manufacturer narrative:
The most probable cause of the reportable malfunction was an electrical component failure, bad plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.